Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at third-party service center, an error related to power supply and internal battery was observed. The device's power supply and internal battery needs to be replaced to address the issue.

Manufacturer narrative:
H3 other text : device was evaluated by a third party service center.